Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the anchor was used as back up and when the inserter was being pulled out, the inside screw locking item came out. Procedure was completed with a back-up device. No significant delay or patient injury reported.